Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was attempted with the proglide devices in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr and during the evar procedure, the sheath was upsized to an 18fr sheath on the right side and to a 20fr sheath on the left side. Reportedly, after removal of the plunger, no sutures were observed in devices that were used in both access sites. The sutures of two additional proglide devices were successfully placed using the preclose technique. Hemostasis was achieved with the successfully placed sutures in both the right and left access sites following the evar procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the perclose technique. No patient effects were reported. No additional information was provided.